Event description:
Initial (B)(6) 2025): this reportable incident received via email refers to a male consumer. The consumer reported using compound w freeze off advanced spray for an unknown indication and "it burst into flames/fire while we used it". No injuries or other event details were reported. This case outcome is unknown. Meddra version 28.1 expectedness device catching fire: unexpected. According to the company reference safety information